Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a greater than 50 mm in diameter abdominal aortic aneurysm. It was reported, approximately seven years and six months post index procedure, and a CT revealed the talent stent graft had migrated distally approximately 5.5 cm. Additionally, the abdominal aortic aneurysm had enlarged. Endotension was suspected as there was no observable endoleak. Per the physician, the cause of stent graft migration was due to proximal neck dilation. The physician elected to implant a valiant 40x40x100 at the renals and landed just above the flow divider of the existing stent graft, 10 aptus anchors were also implanted within the first 5mm of the valiant graft. The endoleak reportedly resolved. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.